Event description:
Cardioquip service was notified via email that the customer would like an internal water pathway replacement to be performed on this device, and requested a quote for service due to potential device contamination. No patient involvement was reported. Hpc test results showed the device's water quality was outside of cardioquip specifications on 06/17/2024.

Manufacturer narrative:
A cardioquip customer submitted photos of their devices tubing to cardioquip epidemiology, as they suspected their device was contaminated. Due to the discoloration of the tubing, cardioquip epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer choose to perform an internal water pathway to repair the device. The device has undergone repair. The device has been returned to specification and is fully functional.